Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. Heartsine performed a clinical review of this event and determined there is insufficient data to determine if the device performed to specification. The customer received a replacement device and this device was archived by heartsine. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device was deployed during a vehicle versus pedestrian accident and could not be used as the device was not providing audible instructions. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. The patient associated with the reported event did not survive.

Event description:
The customer contacted heartsine to report that their device was used on a patient following a vehicle versus pedestrian accident and could not be used due to "being faulty". In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.